Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatodudectomia procedure, the devices did not fire during anastomosis. The surgical time was extended by 0 minutes or more due to the product problem: anastomosis had to be done again. New device loads had to be used to complete the case. There was no patient injury.